Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. A review of the manufacturing non-conformances was completed for the rf assure console device and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a false positive detection occurred during a spine procedure with the rf assure console. The customer reported that the incident was isolated to the rf assure console. There was no x-ray performed on the patient. All sponges were accounted for. No injury occurred.

Manufacturer narrative:
(B)(4). Date of initial report: 21-jan-2017. Date of follow-up report one: 15-mar-2017. Date of follow-up report two: 15-mar-2017. Evaluation summary: the console was returned for evaluation. The investigation could not confirm the customers report that the device produced a false positive detection. The investigation found that the unit would not pass the self-test and would not start up. Since the unit would not start up, a scan could not be performed to attempt to duplicate the reported event. The investigation found the root cause of the failed start up to be a component failure. The failed component was repaired to address the condition. A review of the device history record for the console indicated that this unit was released meeting all specifications. The blair-port wand was returned for evaluation. The investigation found the device to function normally and within specifications. Device history record review was not performed for the wand since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of follow-up report: 15-mar-2017. Evaluation summary: the device was returned for evaluation. The investigation could not confirm the customers report that the device produced a false positive detection. The investigation found that the unit would not pass the self test and would not start up. Since the unit would not start up, a scan could not be performed to attempt to duplicate the reported event. The investigation found the root cause of the failed start up to be a component failure. The failed component was repaired to address the condition. A review of the device history record indicated that this unit was released meeting all specifications.